Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During troubleshooting for an unrelated alarm during drain one of four on a homechoice (hc) machine, it was reported that there was air in the patient line. The registered nurse (rn) did not setup the hc and was not able to help find the cause of the alarm. The technical service representative (tsr) advised to have the home patient (hp) start over with new supplies. No patient injury or medical intervention was indicated in association with this report. No additional information is available.